Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A biomedical engineer reported that the system lost power. An alternate system was used to complete the case. Additional information has been requested, but none has been received to date.

Manufacturer narrative:
The system was examined. The company representative did not indicate finding any issues that would be associated with the reported ¿loss of power.¿ however, the company representative did confirm a ¿shut down¿ system message (sm), and replaced the supervisor printed circuit board (pcb), as a result. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on february 16, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported ¿system lost power¿ cannot be determined conclusively. However, the sm can be attributed to the supervisor pcb non-conformity. The manufacturer internal reference number is: (B)(4).